Manufacturer narrative:
The investigation into the reported "hemolysis" has been completed since the original report was filed. The product was returned and evaluated. There was biomaterial found on the impeller. No other abnormalities were found. During data analysis, the log review showed a motor current spike on the first day of support along with suction alarms. On the 8th day of support, there was a small shift up in motor current and placement signal but no change in p-level. The pump (sn (B)(6)) passed all post-sterile inspection. The root cause of the hemolysis was most likely biomaterial.

Event description:
The complainant reported a 52-year-old male patient with caridomyopathy and other systemic comorbidities was implanted with an impella rp device for mechanical circulatory support. While on support, the patient developed hemolysis. The pump was explanted.